Event description:
"Thymoglobulin infusion for post cardiac transplant did not infuse as programmed on sigma pump. At ~ 10am IV pump beeped for infusion complete for thymo (a 6 hour infusion started on night shift). Screen indicated that 150cc was infused, which is the correct total volume of the medication. The thymo bag was noted to still be about 1/2 full of medication. The ns primary bag appeared to be appropriately hung lower than thymo (programmed as secondary infusion). The ns bag was noted to have about 100cc of volume (out of 250) missing. Transplant pharmacist notified by pedi pharmacist, confirmed medication was prepared appropriately and contained 150ml of volume. Infusion restarted at same rate, tubing and clamps checked. Infusion completed several hours later than intended. Baxter set 2h7462."